Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ft4 results for 1 patient sample on a cobas e 411 analyzer (disk system). It was alleged that a patient sample produced an initial result of >100pmol/l. The repeated result was within a normal range. The exact numeric result was not provided. The customer's reference range for the ft4 assay is 11-26 pmol/l. It was noted that a new sample from the patient was tested and the result was also normal. However, the numeric result was not provided. The results were reported outside the laboratory.

Manufacturer narrative:
The customer refused a service visit. Due to the lack of information provided, the investigation did not identify a product problem.